Event description:
It was reported that patient presented remotely via merlin.net. Review if transmission revealed that pacemaker exhibited intermittent capture, competitive atrial pacing (cap) and inappropriate mode switches. No intervention was performed. Patient condition was stable.